Manufacturer narrative:
(B)(4).

Event description:
The data was reviewed on 05/19/2016 and did not confirm the reported event of a loss of connection. A definitive root cause could not be determined. The receiver was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing was performed and no failures were detected. A pairing and calibration test was performed and the test passed. A review of the downloaded data log did not find any errors related to the customer complaint. The reported event of a loss of connection was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on 05/19/2016 and confirmed the reported event of a loss of connection. A definitive root cause could not be determined.